Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited a fault code indicate of a high voltage detection during charge; a shock into a shorted lead condition was confirmed by technical services (ts). System replacement was recommended by ts. The associated right ventricular high voltage lead has a suspected integrity issue and was reportedly a boston scientific product however no model and serial was known. No resulting adverse effects were reported and to date, no system changes have been communicated.